Manufacturer narrative:
Correction: correcting h6- the actual device was not tested as stated in the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction of h6 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the main lamp turned off and the message about overheating occurred because the smoke control function was reduced due to dust inside. Therefore, the internal temperature rises, the safety mechanism works, and the lamp turns off. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the main lamp turned off and the spare lamp turned on. No adverse effects to patient reported.

Manufacturer narrative:
In addition to the malfunction reportable issue (main lamp did not ignite), the customer also reported they received an "overheating" error. Olympus medical service contacted the customer for troubleshooting. The customer confirmed the light source had an olympus lamp, an unblocked grill and a functioning fan. The customer reported the device has been handled in accordance with device instructions (thermal grease was used, staff has not contacted the bulb glass with their fingers). Olympus medical requested the device be returned for service. The device has not been returned at this time.